Event description:
It was reported that the bd alaris¿ pump module administration set alerted occlusion on the fluid side. The following information was provided by the initial reporter: during stem cell transplant, midway during bag infusion, pump alerted to occlusion fluid side. Bag was agitated, no change. Attempted different pump, same error message appeared.

Manufacturer narrative:
Investigation summary : no product or photo was returned by the customer. The customer complaint that the product was difficult to prime could not be verified due to the product not being returned for failure investigation. A device history record review for model 2477-0007 lot number 22085896 was performed. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. Due to no sample being received, an investigation could not be performed and a root cause could not be determined.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd alaris¿ pump module administration set alerted occlusion on the fluid side. The following information was provided by the initial reporter: during stem cell transplant, midway during bag infusion, pump alerted to occlusion fluid side. Bag was agitated, no change. Attempted different pump, same error message appeared.